Event description:
The user facility reported a male in acute myocardial infarction cardiogenic shock was unable to be implanted with an impella cp device for mechanical circulatory support. It was reported after the patient was transferred with a perforated left anterior descending (lad) artery, the physician was unable to pass the impella beyond the common femoral artery (cfa) after multiple attempts. No patient harm.

Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.